Event description:
It was reported that during priming, the dialysis lock and luer were slightly leaking at high flows. The device was replaced for new one. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. An internal process to investigate the root-cause for this failure has been initiated (CAPA (B)(4)). Manufacturer's review of the production process has shown that a 100% final inspection for leakage is performed, before the products are released for distribution. A supplemental medwatch will be submitted if additional information becomes available.